Event description:
International customer reported that a tear near the exit port heat seal was noted on the device upon opening the package. The device was not placed in service; a replacement device was obtained. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: jt7164, mfg: 4/1/08, exp: 4/30/2013; lot: jt7176, mfg: 5/1/08, exp: 5/31/2013; lot: jt7190, mfg: 6/1/08, exp: 6/30/2013. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.